Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint is no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Date of event is unknown, additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the cracked distal end cover glue. There was no patient involvement.